Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. The medical record alleges that the patient underwent right internal jugular vein port placement procedure. Approximately, twenty-one days later, the patient had high grade mss lugduenensis bacteremia in the setting of a cardiovascular implantable electronic device and tunneled right internal jugular mediport. Putative sources include implantable cardioverter defibrillator lead endocarditis, native endocarditis, septic thrombi and/or right internal jugular mediport infection. Therefore, it can be confirmed that the patient experienced endocarditis, bacteremia and thrombosis. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately three weeks post a port placement, the patient developed endocarditis, bacteremia and thrombosis. The device was removed from the patient. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: (expiration date: 08/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that three weeks post a port placement, the patient allegedly developed endocarditis, bacteremia and thrombosis. The device was removed from the patient. However, the current status of the patient is unknown.